Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding patient with an implantable neurostimulator (ins). It was reported that the patient developed an infection because of their implant. The date of the event was unknown. No further complications are anticipated.